Event description:
On june 16, therapy with the thermogard xp ivtm system (sn (B)(6) began. On june 17, at around 05:30, the console displayed a tcmid:06 (ce post failure) message. The console was rebooted 4 times, but the issue wasn't resolved. Therapy was ended. No patient injuries were reported.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed a tcmid:06 (ce post failure) message was confirmed during the functional testing and the archive data review. The investigation revealed burn marks on the terminal parts of the j22 and p22 connectors, which resulted in the reported tcmid:06 error. The probable root cause was an over-time accumulation of dirt or moisture diffusing into the system and vibration during use, causing contact arcing. The event log review indicated multiple tcmid:06 errors on the event date, confirming the reported complaint. During functional testing, the thermogard xp ivtm system did not pass the power-on self-test and displayed a tcmid:06 error, confirming the reported complaint. Both the pic 16 and cooling engine wire harness assemblies and heater need to be replaced to remedy the tcmid:06 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).